Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 333 mg/dl. It was stated that the customer attempted to bolus and his glucose level did not drop. Troubleshooting was performed. The time and date on the insulin pump were correct. The nurse stated that the customer was not doing a fixed prime. Had nurse to run a fixed prime test. Performed a high pressure test and the device did not alarm. It was stated that the tubing look cracked. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.